Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic sensor module failure alarm issue. There was no patient involvement reported.